Event description:
During a pulse field ablation (pfa) procedure to treat persistent af, a farawave pulsed field ablation catheter was selected for use. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The catheter would drip from a pump when undeployed and in basket but the pump had a downstream occlusion alarm when we went to flower. The procedure was completed successfully with no complications by replacing the catheter. The catheter is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.